Event description:
It was reported that this device exhibited over-sensed right ventricular (rv) lead noise resulting in pacing inhibition and asystole greater than two seconds. The patient was pacemaker-dependent. It was communicated that device was reprogrammed to resolve the event. At this time, the device remains implanted and no adverse patient effects were reported.